Event description:
Revision surgery: due to the patient falling and fracturing.

Manufacturer narrative:
(B)(4). Manufacturer narrative: the reason for this revision surgery was due to a fracture. The previous surgery and the revision detailed in this investigation occurred 9.8 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports associated with the suspect medical device listed in the complaint. The device was within it's respective expiration dates at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to the fracture. The agent has notified that the patient fell causing the fracture which shows that patient activities or trauma contributed to the event. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.